Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The customer has alleged that the device has been turning itself off during use and she experienced an electrical burning or smokey smell from the device. There was no report of patient harm or injury. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that a dust like contaminate on the exterior of the water tank lid, water tank seal, the exterior and interior of the ui bezel, exterior and interior of the iso port exterior and interior of the center enclosure, blower motor, heater plate, and the exterior and interior of the bottom enclosure. Hairlike fibers on the interior of the water tank lid, water tank seal, blower motor, heater plate, and the interior of the bottom enclosure. The bottom enclosure screws were missing. Potential liquid ingress with a white powder substance consistent with mineral deposits on the water tank seal, water tank, and the exterior and interior of the iso port. Thermal damage to the heated tube circuitry (q6) on the pca. The issue of thermal damage to the heated tube circuitry is addressed in iia 2250740. Pil technician observed an electrical odor when the device was plugged in, due to the thermal damage to the pca. Pil was able to confirm the complaint of an electrical burning odor and there was no power to the device. The results of this investigation do not impact the calculated risks as outlined in ER-2233162b (v11). The device was scrapped.